Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was received and evaluated. Device evaluation , the following findings were noted : leak observed from the balloon channel. A-rubber glue insertion tube/distal end side found with crack, deterioration ,detachment and discoloration observed. Deformation of light guide lens housing, peeling on the cement noted. Dent on switch box unit observed. A dent and scratch near the cylinder noted. Legal manufacturers investigation : a review of the device history record (DHR) found the subject device was shipped in accordance with specifications. The subject device was manufactured in 2009. As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. As a result of repair history review, in the past one year the subject device had no repair history. Phenomenon - the scope failed the bioburden testing. During the investigation it was stated that the scope was washed 3 times and soaked for about an hour. The phenomenon was found during pre-use inspection. There was no harm reported. The root cause of the phenomenon could not be conclusively identified however, according to the facts found out from the investigation, leak from the balloon channel and scratches near the cylinder were confirmed. Thus, phenomenon might have occurred due to reprocessing could not be performed properly due to these failures. The instruction manual describes the reprocessing procedures in the following chapters. The reported phenomena might be prevented by following these descriptions. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Follow up communication with the customer reported that the scope came in to his area ( bioburden test area ) after it was used and pre-cleaned. Scope was brushed, washed , rewashed and bioburden tested and the scope kept failing. Customer stated that the patient nor staff were ever compromised. The subject device was returned to olympus service business center, however, evaluation still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device failed the bio burden test. The test is failing. According to the report, customer washed the scope then soaked the scope for an hour and ran the bio burden test, and the test is failing. The problem occurred at preparation for use. There is no patient infection associated on this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on endoscopy support specialist (ess) site visit. Ess visited the user facility and performed reprocessing on -track in-service training with the facility staff. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.